Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that trocar broke in half (top half of the trocar broke off from the blade) while being manipulated in the eye at an unknown timing. The piece was removed from the eye in the same surgery with no additional intervention required. There was no patient impact.